Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Symptoms [unevaluable event]. A small metal pin (about 3 to 4 mm) must have fallen out of the brush head while brushing / metal pin coming loose [device breakage]. Case description: a male consumer of unspecified age and gender reported via phone on (B)(6) 2017 that a small metal pin (about 3 to 4 mm) must have fallen out of the oral-b power oral care refill precision clean while he was brushing with an oral-b rechargeable toothbrush, version unknown, and he bit it. It was indicated that the consumer had unspecified symptoms. This was not the first time the consumer had used this particular type of brush head. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer provided a photo of the toothbrush attachment and the piece that fell out of it. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the brush heads and the metal pin were still available. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he could not remove the logo with the coin. He inquired about what he should do with the remaining 6 brush heads from the open package, because a metal pin was also coming loose from this. No further information was provided.